Manufacturer narrative:
The cause for the discordant vitamin d total results is use error. Actual data was not provided for evaluation. Siemens has requested additional information. The IFU states in the results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. The system reports serum and plasma vitd results in ng/ml (common units) or nmol/l (si units), depending on the units defined when setting up the assay. The conversion formula is 1 ng/ml = 2.5 nmol/l. For detailed information about how the system calculates results, refer to the system operating instructions or to the online help system."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00072 on march 6, 2014. 04/25/2014 additional information: siemens has requested additional information. No other data or information was provided by the customer. The customer stated patients' results were reported incorrectly as a new advia centaur xp analyzer was installed and the customer failed to complete and/or review correlation data for the vitamin d assay. The instrument is performing within specifications. No further evaluation fo the device is required.

Event description:
Discordant advia centaur xp vitamin d total (vitd) results were reported due to the incorrect unit of measure. A new advia centaur xp was installed to replace the older unit. The customer did not complete and/or review the correlation data for the vitamin d total assay prior to running live on the new advia centaur xp. It was discovered that the unit of measure was in the default setting and not the nmol/l as required by the laboratory. Patient samples that were run between (B)(6) had results that were reported in the incorrect unit of measure. Approximately 390 patients were affected. Results reported were 2.5 times lower than expected. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the vitamin d total discordant results.